Event description:
It was reported that the colonovideoscope displayed flickering image and sometimes lines across the screen. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: foreign bodies in the control unit and the air-water cylinder tube, as well as foreign material in the insertion part, distal end, air-water channel, jet channel and jet tube. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.